Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallstent biliary stent was used in the distal common bile duct to treat a malignant growth in the periampullary region during a stent placement procedure performed on (B)(6) 2016. Reportedly, patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician was deploying the stent when the stainless steel shaft broke. As a result, the stent deployed in an incorrect location. The stent deployed 80-90% outside the papilla. The stent was removed with forceps and the procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: a wallstent biliary delivery system was returned for analysis. The stent was not returned. Visual examination of the returned device found that it was fully deployed and it was noted that the handle¿s stainless steel tube was bent and broken at the location of the bend. No other issues were noted with the device. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The noted damage to the returned device was consistent with excessive force being applied during deployment and is likely due to anatomical or procedural factors. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallstent biliary stent was used in the distal common bile duct to treat a malignant growth in the periampullary region during a stent placement procedure performed on (B)(6) 2016. Reportedly, patient¿s anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician was deploying the stent when the stainless steel shaft broke. As a result, the stent deployed in an incorrect location. The stent deployed 80-90% outside the papilla. The stent was removed with forceps and the procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.